Event description:
It was reported that during a low anterior resection procedure, after firing the device, there was an incomplete staple line. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.